Event description:
It was reported that trailing haptic was found bent during implantation. The intraocular lens (iol) was partially inserted and removed and surgery was completed with a back up lens of same model and diopter. No other information was provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown, information not provided. Lens was not implanted hence not explanted. Other: the device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the following information was inadvertently not included in the initial MDR, section b5; therefore, the information has been captured in this supplemental MDR report: section b5: there was no surgical intervention required and no patient injury was reported. Additional information: section d9: device available for evaluation ¿ yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: 01/08/2022. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during loading and insertion. The lens was cleaned and haptic damage was observed. The complaint issue was confirmed, however this can be attributed to handling during loading and insertion and cannot be confirmed to be related to manufacturing and therefore no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.